Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage found inside the device was noted. It was also received with a cracked case at the display window corner and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has fluid under the lcd display. Customer stated the device was not dropped or bumped but does have a crack near the reservoir and top left corner above the screen. Customer's blood glucose value was 153 mg/dl. She was advised to have the customer discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.